Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the gel and shell. A visual and microscopic analysis was performed which identified: broken creases sharp on posterior, creases fold, wear abrasion, stress marks, striated opening on posterior and missing shell. Base on the device analysis the final assessment is: missing shell assessed as inconclusive. A broken crease sharp on posterior assessed as fold flaw opening. A striated opening on posterior assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Additionally, healthcare professional noted "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported right side deflation. The device remains implanted.